Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex esophageal proximal covered stent was to be implanted to treat an approximately 5cm malignant stricture in the esophagus during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, when deploying the stent, the black deployment suture broke. Reportedly, the stent was partially covered by the deployment suture on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications as a result of this event.